Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from field indicated that after procedure, the implanter was notified that the device had embolized in the left ventricle. The patient was brought to open heart surgery to remove the device. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet was selected for implant in a patient. Close criteria was met. Tension test was performed. Optimal compression on the amulet. 30 minutes post leaving the procedure room the implanter was notified that the device had embolized in the left ventricle. The patient was brought to open heart surgery to remove the device.